Event description:
During a lap sigma resection, the sigmoid was stapled and cut with three blue cartridges. While inserting the circular stapler to place an anastomosis, all of the staple lines opened completely. The surgeon stated that it looked like the staples had not formed; they were just sticking in the tissue. The sigma was closed manually and the operation could be finished without any negative patient outcome.